Manufacturer narrative:
Evaluation summary: there was no data regarding product identity received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. There was no sample returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. (B)(4).

Event description:
In a literature article, the authors reported that the purpose of the study was to exam reoperation rate and complications of resident performed glaucoma surgeries within the first 90 postoperative days. The method was described as a retrospective study of resident performed glaucoma filtering surgeries between 2012 and 2014. A total of 180 cases were reviewed (34 trabeculectomy, 85 shunt and 61 glaucoma valve. There were 4 identified patients in the shunt group who required reoperation to address postoperative complications. There were 104 cases with complication (3 groups). There were 49 cases (unidentified patients) of complication in the shunt group. There were 26 office procedures performed (unidentified patients) in the shunt group. There are 5 medical device reports associated with this literature article. This report is for the unidentified patients from the shunt group that had the following postoperative complication and those that required office procedures. 28 cases of choroidal effusion, 26 wound leaks, 1 hypotony, 3 hyphema, 1 outflow obstruction, 17 laser procedures (suture/lysis), 2 bleb needling, 6 wound leak requiring additional suture(s) and 1 anterior chamber reformation. Additional information has been requested.